Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing and failed an ECG fall off test. The cause for the failure was corrosion found on the j500 and j502 components in the distribution node (dn) pca. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing service code 204 - belt / monitor unusable.